Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times, and the wake button performed as intended. Customer¿s blood glucose level was 210 mg/dl. Customer declined to provide information regarding alternate insulin therapy.